Manufacturer narrative:
The device was not returned to edwards as it was discarded. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. It was reported that a 29mm 7300tfx mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 5 years, ten months due to pannus. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device. The most likely cause is patient factors.

Manufacturer narrative:
Added information to b5, b7, h6.

Event description:
It was reported that a 29mm 7300tfx mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 5 years, ten months due to pannus. Patient presented with heart failure. The explanted valve was replaced with an unknown device. Patient was in recovery after the procedure.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 29mm 7300tfx mitral valve, implanted in the tricuspid position, was explanted after an implant duration of 5 years, 10 months due to pannus. The explanted valve was replaced with an unknown device. No other details were provided.